Manufacturer narrative:
Complaint conclusion: as reported the sealant of an unknown 6/7f mynx control vascular closure devices (vcd) deployed early. The devices failed from the same box during deployment. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for analysis. A product history record (phr) review could not be conducted as the lot number was not provided. The reported ¿mynx control system deployment difficulty-premature¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the premature deployment reported. However, prep factors and/or handling factors are possible. If the outer sleeve is damaged during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ without a lot number to conduct a phr review and without return of the product, it is not possible to determine if the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported the sealant of an unknown 6/7f mynx control vascular closure devices (vcd) deployed early. The devices failed from the same box during deployment. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted. Additional information is pending and will be submitted within 30 days upon receipt.